Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed no anomalies were found. Blood was present in/on the helix mechanism.

Event description:
It was reported that the lead was opened but not used because it "could not move in anatomy". No patient complications were reported as a result of this event.